Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's left ventricular (lv) lead, exhibited either lv loss of capture (loc) or lv oversensing. Technical services (ts) discussed troubleshooting options and programming considerations. Crt-d remains in service. No adverse patient effects were reported.